Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
A pharmacist received questionable cholesterol results from accutrend plus meter serial number (B)(4). The initial result for a patient was "lo." It was retested on a different finger and again gave "lo." The customer then tested staff members and reported that they obtained differing results. Specific data was not provided. The patient was concerned as she knew she had high cholesterol and had been tested by a doctor four months earlier. She was due for retest in (B)(6) and thought she would check her progress in between tests as dietary and lifestyle changes had been made. The patient was retested by her doctor a week after the event and the cholesterol result was 6.8 mmol/l. She then contacted the pharmacy to complain about the low results. The patient was not adversely affected. The suspect meter and strips were received for investigation. The device was contaminated with human material. No other abnormalities were seen. The customer's strips and retention samples from cholesterol lot 164187-20 were measured with two edta blood on customer meter and reference meters. Retention control solutions (low/high) were also measured with customer strips and retention strips on customer meter and reference meters. The customer samples and retention samples did not show any abnormalities. There were no significant differences from customer meter to reference meter and all results within range. The investigated material was found to be working according to the specifications.